Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular egm. The patient experienced four second pauses due to oversensing. Low level noise was observed when manipulating the lead. The lead was removed and degradation of the lead was noted.